Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. After suction the plunger was depressed, when turning the plunger to release the capsule. The plunger broke and required taking the whole delivery system out of the patient. The capsule was still attached. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The plunger had been over-rotated because the plunger most likely did not pop back after rotation due to the bend in the delivery system. The capsule was still attached to delivery system with needle fully advanced. Bit of blood/tissue present. The analyst could not pull back on remaining piece of plunger shaft to release the capsule.